Event description:
Philips received a complaint from the biomedical engineer (bme) on the v60 ventilator indicating that a 110a "proximal pressure sensor autozero failed" error occurred during preventive maintenance (pm) performance verification test (pvt). It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. There were no reports check vent alarms from the respiratory therapist (rt). The remote service engineer (rse) evaluated the device with the bme and confirmed that the 110a error code was logged in the event log. The rse informed the customer that the service manual indicates that the recommended repair is as follows: 1. Verify pin alignment between solenoids and the data acquisition (da) printed circuit board assembly (pcba). 2. Replace the proximal auto-zero solenoid (sol 3 and sol 4). 3. Replace the da pcba. The rse also advised the bme to inspect the pins, and if no issues are found, the rse recommended that the bme should replace solenoids 3 and 4. The rse provided the customer with the part number and price of the replacement solenoid valve for repair.

Manufacturer narrative:
Information was received that the customer received the replacement solenoid valves, but there was no confirmation regarding installation and completion of repair. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the bme. Based on the service manual, the replacement solenoids should resolve the issue. This file is closed and can be reopened if new information becomes available.